Event description:
It was reported that there was no stimulation sensation. These symptoms reportedly had a gradual onset. It was then reported that the patient¿s stimulator was ¿not working or something.¿ the patient was going to see a health care provider (hcp) but it was not their stimulation doctor. The patient thought that it quit working, the patient hurt and was not feeling any stimulation. The stimulation reportedly stopped one or two days prior to the report. The patient thought that they recharged the prior week. It was suggested that the patient try using their recharger but the patient stated they did not understand or feel comfortable; and that they would rather go to their hcp and have them check it and tell them what the next step was. The patient stated that they were (B)(6) and things were hard for them. The pain reportedly started the day of the report and it seemed to be getting worse.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377860, lot# v017382, implanted: (B)(6) 2007, product type lead; product ID 377860, lot# v017382, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).